Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the right side fork on this chair is bent and the caster is up in the air.